Event description:
Additional information was received that a lead revision was performed where this rv lead was surgically abandoned and the patient was upgraded to a shocking lead. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient experienced a syncopal episode and the patient's device was interrogated. Upon interrogation, the threshold measurements were 1.8 volts and the device outputs were set appropriately at 4.0 volts. There were 35 episodes of ventricular tachycardia (vt) stored in the device memory that the field representative suspected may have been loss of capture. The episodes correlated with the patient's symptoms. The issue will be discussed with the physician for a final care plan. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.